Manufacturer narrative:
(B)(6).

Event description:
It was noted that a coil protrusion occurred. A 5mm x 15cm interlock embolic was selected for use. During the procedure, it was noted that the coil got stuck inside the distal part of the catheter. The coil was removed together with the catheter. However, the coil protruded from the tip of the catheter. The procedure was completed with a different device. There were no patient complications reported.